Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting over the telephone. Cts advised the customer to perform a system check which failed with a washed coefficient of variation (% cv) of (B)(4). Cts then instructed the customer to inspect the aspirate probes, sample probe, and peristaltic pump tubing. The customer noted "fuzz" on the sample probe and proceeded to clean the probe. The customer then ran a passing system check and 10 replicate precision run. The customer has not reported of any further issues related to this event. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the supplied information. The access accutni+3 reagent was not returned to beckman coulter for evaluation.

Event description:
The customer reported obtaining non-reproducible elevated access accutni+3 (troponin I) results from the unicel dxi 800 access immunoassay system. The customer stated that the initial elevated results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer re-centrifuged the sample and obtained repeat results which were negative. The customer stated that all access accutni+3 samples are run in duplicates. The customer indicated that if an access accutni+3 value of > 0.1 ng/ml is obtained, the customer would re-centrifuge the sample and rerun the sample. The customer that maintenance is performed every monday with the last maintenance performed on (B)(4) 2014 prior to the event. The customer stated the first system check on (B)(4) 2014 failed with a washed coefficient of variation (% cv) of 12.76% (range is 0.00-12.00%). The washed portion passed upon repeat. The access accutni+3 reagent was used in conjunction with the unicel dxi 800 access immunoassay system serial number (B)(4).